Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer observed the harmonic ace instrument got stuck in tissue. It was noted it was left in tissue and broke off the instrument. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the executive sale representative and obtained the following additional information: the sales representative was informed that the reported issue occurred during a myomectomy procedure on (B)(6) 2021. The harmonic ace instrument was inspected prior to use and nothing out of the ordinary was observed. At the time of the issue, the surgeon was attempting to open the myometrium when it was noticed the instrument tip was becoming detached. The surgeon informed the sales representative that the instrument tip never completely fell off and removed the broken piece with another grasper and it was removed from the body via the first assist laparoscopically. All fragments were retrieved. It was confirmed there was no adverse effect to the tissue or the need to remove tissue due to the instrument tip being detached. No additional surgical procedures were required to remove the piece nor were x-rays or ultrasound performed after the procedure. The surgeon informed they did not know what caused the tip to become detached and stated they did not believe it was due to excessive force or from misuse of the instrument. It was unknown how long the instrument had been in use prior to the reported issue. During the procedure, the surgeon did not notice any issue with the functionality of the instrument. The instrument did not collide with any other instruments nor did the fragment fall during an instrument collision. Prior to the breakage, the surgeon informed the instrument had not been removed. Upon final removal, the harmonic ace instrument wrist was straight since it is an instrument with no articulation. The staff did not feel resistance upon removal of the instrument through the cannula. No damage was observed on the instrument and cannula after the final removal. The patient had not returned to the hospital for any post-surgical complications. No video/image was available for review. The procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The harmonic ace instrument was found to have a broken blade. The broken blade measured approximately 0.663 and was not returned. Cracked or broken blades are triggered by inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The blade damage may be detected by the generator with a solid tone or an error.